Event description:
A patient reports while activating a pod the cannula had failed to deploy and the pods pink slide did not move forward. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the device was received not deployed. The download data shows that the pod completed both first and second priming sequences and was deactivated at the end of second prime. Near the end of priming, the rotational sensor remained in the open state for more pulses than expected in conjunction with a dip in pulse widths. This indicates that a drive stall occurred due to the hook talons slipping over the ratchet gear teeth. The hook talons failing to detent the gear during priming resulted in the pod failing to deliver enough pulses to align the firing flat and release bar and allow the needle mechanism to deploy as intended during second prime. Rerun of the pod replicated the failure to detent drive stall. Inspection of the needle mechanism and drive mechanism found no damages or deficiencies that would result in a failure of the hook talons to detent the ratchet gear. The exact cause of the hook talon failing to detent the ratchet gear could not be determined.